Manufacturer narrative:
(B)(4). Batch #: u5fd5k. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with 6r45b cartridge loaded in the device. The reload was received fully fired and with the lockout spring normal. During the mechanical testing it was noted that the firing mechanism on the devices was nonfunctional. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as on what caused the firing mechanism to fail. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The reported event is confirmed and although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. Firing through the lockout mechanism will break the instrument.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the device ¿mis-fired¿ while on the appendix and would not open. Device was eventually able to be opened and removed from tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.